Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported via government agency that during vitrectomy procedure the ophthalmic regulator was not reading the gas pressure correctly, and another regulator was swapped, after which the gas reading was within range. The ophthalmic vitrector on the operating console was not working properly (neither cutting nor vacuuming). No patient impact was reported. Additional information has been requested but is not available at the time of this report. This report pertains to ophthalmic console involved in this reported event.